Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after assembly, infusion is not possible. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly and a segment of catheter shaft attached to the assembly. An attempt to flush the sample with water using a 12ml syringe revealed the two-piece connector to be completely occluded. The occlusion was narrowed down to the red flushing connector. An attempt to cut the connector revealed a metal piece was inside the connector. Microscopic inspection of the metal piece inside the connector appears to be a molding pin. The molding pin inside the connector likely occurred during device manufacture. This complaint was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after assembly, infusion is not possible. No other information was provided.